Event description:
It was reported that the patient presented for a scheduled procedure. During a device interrogation the next day post-procedure, it was noted that the atrial lead was sensing r waves and was capturing in the right ventricular. Chest x-ray confirmed that the atrial lead had dislodged. Programming changes were performed. The atrial lead was successfully repositioned, and the patient was in stable condition post-procedure.